Event description:
A medtronic representative reported a nav cd horizon solera mast 4.75 driver not working properly. No patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Visually inspected the part and found dents and tool marks all over the shaft. Investigator was unable to attach a tracker to the driver do to the physical damage. The lot number shows that this part is over a year old. Looked at the drive tip and no issues were found.